Event description:
During tonsillectomy, an insulated coated blade was used for cauterization. When the physician began cauterizing, the tip of the blade sparked and flamed. Procedure was immediately stopped. No injury to pt. Force 2 machine was set appropriately at 20v and "no cut" cut power.